Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the scs implant procedure the patient was unable to feel her legs and had difficulty moving them. The physician took the patient back into surgery and performed a spinal decompression. No hematoma or any other spinal cord damage was found. The patient has improved, however experienced discomfort in her right thigh.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient&#38112;issue of unable to feel her legs resolved. Additionally, the physician believes thigh discomfort is due to the patient&#38112;unrelated health issue.